Event description:
The customer reported white balance function on the scope failed and the image color was green during preparation for a therapeutic laparoscopy procedure. The procedure was completed with another similar device. The patient was not yet under anesthesia and there was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing found the image was green due to breakage of the image sensor. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event was most likely caused by the internal board of the video connector failing. This failure was most likely due to the following: power operation (on / off) when the video connector is wet. Plugging and unplugging the video connector while the power is on. Dirt has adhered to the electrical contacts of the video system center or video connector. Applying static electricity to the electrical contacts of the video connector nonconformity of reprocess conditions such as autoclave. The event can be detected/prevented by following the instructions for use which state: "do not insert the video connector while the electrical contacts are wet and/or dirty, which may result in an electric shock, causing severe damage to the endoscope and compromising patient and/or operator safety." "Turn the video system center on only when the video connector is connected to the video system center. In particular, confirm that the video system center is off before connecting or disconnecting the video connector. Failure to do so can result in equipment damage, including destruction of the image sensor." Olympus will continue to monitor field performance for this device.